Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: g0106] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The x25 final tightener stripped when final tightening, another x25 driver was in loan set so no significant impact on the operation. No patient impact.